Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high basophil differential result generated by the coulter hmx hematology analyzer with autoloader for one patient. The specimen was rerun on the same unit and lower results were obtained. Manual differential was performed which recovered similar differential result. The erroneous result was not reported outside the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The sample was collected in a plastic edta vacutainer tube. Qc is within specification with respect to controls (accuracy) and reproducibility (precision). Qcs were run pre and post the event and recovered within assay limits. A bci field service engineer (fse) ran reproducibility in both modes and found the hgb recovery low and adjusted the lamp. The fse adjusted rock bed's springs on the cam plate and verified the instruments operation a clear root cause can not be determined for this event.